Event description:
MFR received a report from an attorney alleging that the consumer was using a quad cane when the cane snapped, causing the consumer to fall and injure themselves, which subsequently led to death.